Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that for the past 5 to 6 months the customer was having difficulty charging the pump. The customer stated the pump would not initially charge when plugged in. The pump was able to be successfully charged after the customer plugged it in to a different usb cable, wall adapter or power source. In addition, it was reported the pump was not charging on (B)(6) 2016. When the customer attempted to charge the pump with an alternate power source a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.